Manufacturer narrative:
The subject device referenced in this report was returned to omsc for evaluation. The evaluation confirmed that the cutting knife got broken at the 4mm from the distal end. The broken part got thin and burned. The missing part was not returned to omsc. There were no other abnormalities related to the breakage in the subject device and in the manufacturing record of the subject device. Omsc concluded that the breakage was likely due to the repeat high temperature caused by arc discharge. The arc discharge was likely caused by short contact length between the cutting wire and the papilla. The device instruction manual warns users that "when the electrosurgical unit is used in the coagulation mode, crack/detachment of the tip and the electrode or deformation/break of the cutting knife could occur, for example when the high-frequency output is set too high or the length of the contact between the cutting knife and tissue is too short. During treatment, always ensure that the slider slides on the handle smoothly and that the electrosurgical knife observed in the endoscopic image is normal." This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corp (omsc) was informed that during a therapeutic endoscopic submucosal dissection (esd) for treating a gastric lesion using the subject device, the facility noticed under the endoscopic view that the tip and the cutting knife of the subject device detached from the subject device. The nurse reportedly withdrew the subject device from the pt and found the tip and the part of the cutting knife were missing. It was reported that facility tried to found the missing part using an additional endoscopy, chest radiography and CT scan of the abdomen without success. Finally, the facility reportedly found the missing part in the suction bottle. There was no report of pt injury regarding this report.